Event description:
The following was reported to gore from gore imaging: on (B)(6) 2025, this 85-year-old male patient underwent an endovascular procedure for reintervention of an endoleak type 1b. The patient was treated with a gore®¿excluder®¿conformable aaa endoprosthesis aortic extender device in the infrarenal abdominal aorta, a gore® viabahn® endoprosthesis (vsx device) in the right external iliac artery, and two vsx devices in the right internal iliac artery. The sites were accessed percutaneously on the right and by cut-down on the left. The gore® devices were successfully navigated to the intended locations and successfully deployed. There were no access-related complications. The patient had a mild stroke but was discharged home from the hospital on (B)(6) 2025. On (B)(6) 2025, the patient had a CT angiogram. Review of the CT showed an endoleak of indeterminate type endoleak and compression/infolding related to vsx registry device. On (B)(6) 2025, the patient had a CT angiogram and was noted to have a type 2 endoleak, and continued compression/infolding related to the vsx registry devices in the riia and reia. Reportedly the vsx devices remained patent.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. The primary reported complaint could not be independently confirmed because there were no items returned for evaluation. The cause for the complaint could not be established with the available information.